Event description:
The patient underwent a revision surgery 322 days post-op to treat the pseudoarthrosis. The revision was performed via an anterior approach. The interbody device was found to be fused to the bottom of l5, but not to s1. The interbody device was removed and replaced, and an anterior plate was placed.

Event description:
It was reported that the patient underwent a minimally invasive posterior fusion at l5-s1 using rhbmp-2/acs, an interbody device and posterior fixation. The patient returned approximately 6 months post-op reporting new pain. Radiographic imaging showed that the patient has motion at the l5-s1 level, and a non-union was diagnosed. An alif revision surgery is being considered, but the physician has requested that the patient cease smoking before another surgery is performed.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. See also medwatch report number 1030489-2012-00130.